Event description:
My son experienced a rash on his face and worsening allergies after wearing a surgical face mask due to state mandates to wear a face covering for covid-19. FDA safety report ID # (B)(4).